Event description:
On (B)(6) 2013, the lay user/ reporter contacted lifescan (lfs) on behalf of the patient (her grandson) alleging the patient's onetouch ultralink meter was reading inaccurately compared to the same meter. This complaint was classified using the documentation from the customer care advocate (cca). The reporter alleged on (B)(6) 2012 ((B)(6) 2012) the alleged issue first occurred. The reporter stated the patient uses novolog insulin pump therapy to manage his diabetes based on blood glucose readings. The reporter stated, the patient's blood glucose is usually checked 10 times per day. The reporter stated on the day of the alleged issue, the patient had less to eat than usual since he was "a picky eater and does not like (B)(6) food." The reporter stated around 3pm on the day of the alleged issue, she obtained an unknown low reading from the meter and gave the patient a cookie. The reporter stated, the patient's blood glucose was checked again at an unknown time later and he was still low, and he was given candy. The reporter stated, the patient was behaving normally for the rest of the day. However, around 9pm, before bedtime, a blood glucose reading of "397mg/dl" was obtained. Since the patient was not showing any symptoms of high blood glucose, the reporter stated she tested him again within a few seconds. The reporter stated a reading of "392mg/dl" was obtained and she immediately gave him a bolus of 70-90units of novolog. Based on statistical methodology, the calculated difference of these readings does not exceed the expected result of <=20% or <=20mg/dl obtained within 20 minutes of each other. The reporter stated 10 minutes later the patient was very sleepy and was asking for candy, but she did not give it to him since his last results were very high. The reporter stated "5 minutes later his hands were sweaty, he was very quiet and he passed out." The reporter stated, she immediately called emergency medical services (ems).the reporter stated in the meantime, she was trying to get him to drink a coke, but he had a locked jaw. The reporter stated around 9:30pm, he was able to drink a little bit, and within 15 minutes after symptoms starting, ems arrived. The reporter stated the patient's symptoms were a little better, and a reading of "60mg/dl" was obtained en route to the ER. The reporter stated the ER meter tested the patient's blood glucose to be lower (unknown reading). The reporter was unable to recall how the patient was treated for the hypoglycemia, but the patient was admitted for 5 days. The reporter stated while in the hospital the patient's blood glucose was approximately "500mg/dl." The reporter stated, the patient continues to use the meter and pump, and the results have been ok. The reporter stated the patient's doctor was unable to download the results and said the meter was broken. During the time of troubleshooting, the cca confirmed the patient was using an approved sample site to obtain the samples. The subject meter was in the correct unit of measurement at the time of testing. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the reporter claims due to the alleged inaccurately high readings, she overcorrected the patient's bolus, the patient developed symptoms suggestive of severe hypoglycemia and required treatment from a healthcare professional.